Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. The cause of peritonitis was unknown. On an unreported date, remedial treatment with an injection of reflin 1 gram daily (route not reported) and an injection of tobramycin 40 mg daily (route not reported) was initiated for the peritonitis. The patient outcome was not reported.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.